Event description:
A surgeon reported the flow and aspiration conditions are not like they used to be during a cataract procedure. The surgeon stated this was noticed after the system software upgrade. The procedure was completed. There was no pt harm.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).